Event description:
The customer's daughter reported via phone call that the insulin pump had an unexpected re-start alarm. The alarm occured after the battery was changed. The customer is in an assisted living. It was also stated that the customer was using their old insulin pump. The customer's blood glucose reading at the time of the incident was 202 mg/dl. The customer was advised to monitor their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.